Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead encountered a distal stricture which resulted in a fracture of the rv lead and the helix was unable to be extended and fixated. The lead was removed and later that same day a new rv lead was placed along with a new device on the right side. No patient complications have been reported as a result of this event.